Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/ approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was no longer feeling stimulation ((B)(6)). It was also reported the pt was experiencing a worsening of her parkinson's disease. The pt's stimulation was restarted and effective stimulation was achieved. The pt was hospitalized for two days to be certain that stimulation would not turn off again. Effective stimulation was maintained and the issue is considered to be resolved.